Event description:
Reportedly, the surgeon squeezed the handle completely and fired the instrument. The surgeon then cut the tissue; however, the staples did not fire into the tissue. Another device was used to compelte the case. No pt injury. Procedure: low anterior resection.